Event description:
It was reported that ¿eoi¿ displayed on the programmer. The controller was not available to check what was being displayed. The patient did not have a return of symptoms. The patient¿s doctor wanted to replace the battery today but it was unknown which side was being replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted:(B)(6) 2007, explanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v022290, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6)2009, product type: extension. Product ID: 3389s-40, lot# v021177, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51,serial# (B)(4)implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v022290, implanted: (B)(6) 2007, product type: lead.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v022290, implanted: (B)(6) 2007, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v021177, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v022290, implanted: (B)(6) 2007, product type: lead. (B)(4).